Manufacturer narrative:
The event involves a device that is not cleared for sale in the u.s., but similar device is commercially available in the u.s. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It is reported by ass. Prof. Dr. (B)(6) surgeon of the hospital, that patient is slipped on gravel. Rotation trauma.

Manufacturer narrative:
An event regarding crack/fracture of the anti-rotation lug involving a hmrs distal femoral component was reported. The event was confirmed. Method and results: device evaluation and results: the device was returned with the anti-rotation tab fractured off. The fractured piece was also returned. The device has several scratches and evidence of wear on both the porous coated section and on the polished section of the femur which may be as a result of the hmrs extension piece and the hmrs distal femur "rubbing" against each other. Material analysis of the component indicated that the hmrs distal femoral component fractured in overload from two directions. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: not performed as medical records were not provided. Device history review: DHR review for the reported lot determined that the device was manufactured and packed to specification. Complaint history review: complaint history review confirmed that there have been no other similar events for the reported lot. Conclusions: the patient is reported to have slipped on gravel and experienced a rotation trauma. Visual inspection shows evidence of a fractured tab and wear damage that appears to be as a result of "rubbing" contact with the hmrs extension piece. Material analysis indicates that the tab on the femoral component fractured in overload from two directions. Based on the information provided, it would appear that the shock loading from the patient falling may have disassociated the taper locking between the hmrs distal femur and the extension piece. Subsequent movement of the tabs could have resulted in the fracture of the anti-rotation tab of the femoral component. Complete disassociation of the tapers may be linked to the damage noted to the external surfaces of the femoral component. However without additional information it is not possible to determine the exact cause of the event. Further information such as pre- and post-operative x-rays, operative reports as well as patient details, patient history and follow-up notes are needed to complete the investigation for determining a root cause. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It is reported by ass. Prof. Dr. (B)(6), surgeon of the hospital, that patient slipped on gravel. Rotation trauma.